Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensors. The customer states that they have received multiple lost sensor alarms. The customer sates the sensor does not blink when it is connected to the pump. The customer's blood glucose level was between 100mg/dl and 400mg/dl. Troubleshoot was conducted, and the sensors were found to be functioning properly.